Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2013 at 19:20:38. During night drain cycle one, the patient's ultrafiltration reading was 62ml, indicating the home patient (hp) drained 62ml more than their maximum programmed fill volume of 100ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. The increased intra-peritoneal volume (iipv) event was identified in an event history log review. The cause was determined to be a use error. The initial drain alarm setting was inappropriately programmed. The homechoice / homechoice pro apd systems patient at-home guide warns that setting the initial drain alarm volume too low or off can result in an incomplete initial drain followed by a full fill. This can result in an increased intraperitoneal volume (iipv) situation. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.